Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient noticed a change in stimulation therapy after lifting a heavy object. The patient also stated therapy would turn off by itself. Reprogramming was unable to resolve the issue. Diagnostic testing revealed high impedance values on multiple lead contacts. X-rays revealed the lead was fractured. Additional information revealed the patient underwent surgical intervention on (B)(6) 2018 where the lead was explanted and replaced. Reportedly, effective therapy was regained following the procedure.